Manufacturer narrative:
(B)(4). Eval: results: mi, tvr.

Event description:
Pt received a 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad with no issue reported. However it was reported that, approximately 14 months post procedure the pt presented with symptoms. Isr was confirmed within the relevant stent. A target lesion revascularization was performed with stenting. During revascularization, lcx was also treated (details unk). It was reported that the pt was discharged the next day in stable condition. Investigator reported that the event was probably related to the study device. Additional info received from the field reported that the pt experienced an mi approximately 14 months post deployment of the relevant stent. Investigator reported that the event was probably related to the study stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4).